Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) identified that the data synchronization service had stopped on the synchronization server, which caused the stations to enter disconnected mode. The tss restarted the service, allowing the stations to resume data synchronization; however, the service was observed to stop again due to a memory resource limitation. To address this, additional system resources were allocated by increasing the server memory by eight gigabytes of random access memory. The tss monitored the services for the remainder of the day and confirmed that no further issues were observed after the resource upgrade. Approval was subsequently provided to proceed with case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing over to all the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.